Event description:
During treatment of an aneurysm, the coil was reported to prematurely detached partially within the aneurysm and the microcatheter. The coil was retrieved successfully with an endovascular snare. No harm was reported. Pt info - pt identifier, age, sex and weight are not available.

Manufacturer narrative:
Sample analysis: a visual analysis of the returned device revealed the implant detached from the delivery pusher. The attachment tether that holds the implant intact with the delivery pusher exhibited evidence of stretching. The remainder of the delivery pusher is normal in specification. The root cause of this complaint appears to be due to an incompatible microcatheter used with this hes system. This resulted in the device being exposed to a force that exceeded the maximum tensile specification of the attachment monofilament. The device history record was reviewed. No abnormal discrepancies or non-conformance were observed.